Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode pad. The patient's doctor recommended a hydrocortisone cream. During a follow up, the patient reported that the irritation had improved with the use of the cream.